Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty procedure. I received a depuy pinnacle 300 acetabular cup, size 54 mm, an ultamet metal on metal insert, 38 mm x 54 mm, titanium tri-lock hip stem with porocoat, and metal on metal femoral head, sz 36 mm, +12. Soon after surgery, I began experiencing severe pain and discomfort. Blood testing performed on (B)(6) 2012 indicated, elevated cobalt and chromium levels. Due to these findings and chronic pain and discomfort, on (B)(6) 2012, I underwent a revision of the right total hip arthroplasty to replace the metal components. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis, right hip.